Event description:
The caller reported a malfunction on the pump, identified by malfunction code malf 0. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction did not recur, and the customer was instructed to continue using the pump and to call back if the issue reappeared.